Event description:
Complainant alleged that the medics were treating a patient who was suffering from a drug over-dose. The medics reported that a dotted line was displayed on the device screen and that they were unable to obtain an ECG signal when monitoring the patient using the device with electrodes. In addition, the device displayed "insert card", "connect pads" and "poor pad contact" messages. The medics then disconnected the electrodes and reconnected them several times, and the device then performed appropriately. The pt subsequently expired. The complainant indicated that they used zoll brand electrodes, but the facility's sales rep reported that he has reason to believe that this customer used physio control brand electrodes and adapters with the zoll mseries device.